Event description:
It was reported that during a right hand assisted colectomy procedure, the device's active blade fell into the patient. The piece was retrieved. The surgery did not require the use of another device to complete. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.